Event description:
Pt underwent op arthroscopic acl surgery on (B)(6) 2014. A guide pin was utilized by surgeon to place screws for graft. Surgery according to plan without difficulty. Pt's first week post op without complication. One week post op x-ray done at dr appointment which identified a retained foreign object in the surgical knee on (B)(6) 2014. Pt to surgery for removal of rfo and found a portion of the guide pin had broken off and was in the joint space between the femur and tibia, bent at approx 90 degree. Portion of the guide pin removed by arthroscopic surgery without incident. X-ray taken to confirm no remaining foreign object was present. There was no harm to the patient. Surgical intervention for removal of rfo required and completed.